Event description:
The customer stated three cell-dyn sapphire analyzer vent needles failed upon first use and bent severely. An abbott field service representative on site confirmed the problem. The customer sent the suspect vent needles to abbott for investigation purposes. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.